Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting under-sensing. A chest x-ray confirmed that the lead was dislodged. There were no interventions reported. The patient was stable.